Event description:
One pt with ft4 results that do not fit clinical picture. Initial ft4 result >100 pmol/l and ft3 was 23 pmol/l. Subsequent ft3 was 7 pmol/l, ft4 remained >100 pmol/l. The pt's ft3 when tested with an alternate method went from 50 pmol/l to 34 pmol/l. No adverse events reported in association with the incorrect results. If add'l info is rec'd, appropriate notification will be provided.